Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmonyair ems. The technician confirmed that the cover had detached. No issues with the function or the operation of the harmonyair ems was identified. The technician replaced the cover and found the unit to be operating according to specification. The harmonyair ems was installed in (B)(6) 2016. During the most recent preventive maintenance service performed by steris, it was confirmed that the cover was properly secured. The user facility stated that they also perform maintenance on the unit as needed. While onsite, the technician counseled the facility on proper preventive maintenance activities for the harmonyair ems. No additional issues have been reported.

Event description:
The user facility reported that a plastic cover detached from their harmonyair equipment management system (ems) and made contact with the patient. A procedure delay occurred as the sterile field was re-established. No injuries were reported, and the procedure was completed successfully.